Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the first opened returned product noted that the first reload was fully fired. Staple pushers were visible at the zero cut line. Visual inspection of the other four sealed returned product noted that the reloads had a full staple complement. Functionally the first reload was loaded into a pmv representative instrument and was cycled without hesitation or binding. The sealed reloads were loaded into a pmv representative instrument and were applied to test media with proper staple placement and media transection. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when stapling the device during a lobectomy procedure, it was stated that the stapler was able to fire, however the device cut and the vein bled on the return. Another reload was used to complete the case. There was no patient injury.